Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Manufacturer narrative:
Allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the second device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Implants are still in situ.

Event description:
According to the available information a (B)(6) year old female patient had several symptoms following the placement of two osseospeed profile ev dental implants in regio 36 (fdi # 19) and 46 (fdi #30). Symptoms recorded were swelling of the whole body, redness of the head, swollen joints. According to the allergic checklist the patient had a positive test for titanium done at an institute in (B)(6). The patient is now under treatment at the university hospital in (B)(6).